Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation, the charger's power supple connector was damaged, preventing the charger/modem from powering up. The root cause for the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged connector. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) female patient called zoll customer support to report that her battery charger/modem was not powering up. The patient was issued a replacement battery charger/modem.